Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, hypotension was observed. The patient¿s blood pressure measured 50¿s/20¿s. The patient¿s blood pressure were sustaining in the 40-50¿s systolic with regular heart rate within the 90s. The patient remained hypotensive and reported pain. Analgesic medication was provided intravenously. Vasopressors were ordered along with norepinephrine, epinephrine and phenylephrine in an attempt to maintain mean arterial pressure greater than 65. A total of four units of packed red blood cells (prbcs) were giving in post anesthesia care unit (pacu). Computed tomography (CT) was performed revealing a large right sided retroperitoneal hematoma. An emergent right intrajugular cordis was attempted but unsuccessful. The patient was taken to the operating room and intubated, lines placed and transfused with belmont with rapid improvement in blood pressure. The patient stabilized and head scan ruled out cranial vessel occlusion. The patient was taken to the operating room for stent of right external iliac/right common femora artery junction. The patient was taken to intensive care unit (ICU) in critical but stable condition. No additional adverse patient effects were reported.

Event description:
Additional information was received which reported that the cause of the hypotension was the right retroperitoneal hemorrhaging. The hemorrhaging and hematoma were a result of extravasation of right external iliac/common femoral artery junction, which was detected by CT scan. Five units of red blood cells, 4 fresh-frozen units of plasma and 2 units of platelets were transfused. It was confirmed that the right groin site was used as access for the delivery catheter system (dcs), and that the minimum diameter of the access vessel was 10 mm. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated a1, a2, a3, a4 and b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.